Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system including two percutaneous leads and an ipg on (B)(6) 2008. It was reported the ipg lost all communication with the charger. The ipg was explanted and replaced. No additional information is available. No devices were explanted or returned to ans for evaluation.